Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (sess) was returned with blood in the inner member and outer member and on the entire length of the sess and no saline visible, consistent with the sess being advanced over a guide wire and into the anatomy. The stent implant was partially expanded distally from the distal end of the outer member, for a length of 1.7cm. There was no damage noted to the stent implant. The distal end of the outer member was retracted 2mm proximal to the base of the tip, suggesting that the press knot valve may have been loosened at some point. The proximal end of the stent implant was mislocated on the inner member 2cm distal to the proximal marker. There was no other damage noted to the sess. The tray used during the procedure was not returned. The tuohy borst valve was confirmed to be tight. Failure to deploy can be a result of, but is not limited to, manufacturing, pre-dilatation strategy, anatomical conditions, deployment technique, mishandling, kinks or bends in the shaft and/or damage to the device deployment mechanisms (tuohy borst valve, tuohy borst adapter and/or the metal shaft). In this case, the stent implant was partially expanded distally from the distal end of the outer member, for a length of 1.7cm and the distal end of the outer member was retracted 2mm proximal to the base of the tip, suggesting that the tuohy borst valve may have been loosened at some point and the manifold may have been slightly pulled back causing the partial deployment. The proximal end of the stent implant was mislocated on the inner member 2cm distally to the proximal marker, further suggesting that the manifold had moved proximally. However, the tuohy borst valve was returned tightened; therefore, a conclusive cause could not be determined. Although a conclusive cause for the failure to deploy could not be determined, there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records. All self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functionally tested.

Event description:
It was reported that during the procedure, in the narrow, mildly calcified tibioperoneal trunk, the xpert stent failed to deploy. The stent system was removed from the anatomy and another xpert of the same size was used successfully. There was no adverse patient effect. No additional information was provided. Return device analysis revealed that the device was partially deployed.